Event description:
Additional information received reported that magnetic resonance imaging of lumbar spine was done due to patient experienced 8 months of low back pain and left leg pain. The morphine was decreased to 25 mg/ml. The patient status was noted as stable. The pump continued to provide the same pain benefit as previous. It was noted that neurosurgery consult was in process for evaluation and catheter had not been removed.

Event description:
It was reported the patient experienced an inflammatory mass. The concentration of the medication had been increased in (B)(6). Hcp planned to reduce the concentration from 50 mg/ml to 25 mg/ml. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an MRI on the day of the report to check the status of a granuloma. At the time the granuloma was found last summer, the dose was reduced. The patient had not had any symptoms associated with the granuloma. The pump end of service (eos) date was stated as 12-apr-2015 and the reporter wanted to verify if the date was typically accurate. The patient was previously scheduled for replacement, but it had been postponed. The reporter was instructed that the pump would shut off on that date and could not be restarted. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.